Manufacturer narrative:
The product is not being returned for further evaluation. Product was evaluated on site. Operator indicated that obstruction was placed under unit during operation. User manual states "caution: be sure that personnel and equipment are clear of the table before activating any function. Failure to do so could result in personal injury." No other error was detected.

Event description:
Physician was moving table and his leg became trapped underneath the table. Bruising was reported.